Event description:
Ivc rep received a letter from end user and followed up with a phone call. End user states that when he applies the brakes, they do not stop the rollator all the way. He said it appears the brake does not reach the wheel all the way, preventing it from stopping the wheel.

Manufacturer narrative:
(B)(4) issued mfg. Report # 1531186-2013-00665 indicating the manufacturer to be maxtec, inc. The correct manufacturer is danyang maxthai medical equipment.